Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing low blood glucose. Blood glucose level was 52 mg/dl. Troubleshooting was not performed for low blood.it was unknown whether customer using auto mode or not. Customer reported that the they loss of communication the insulin pump will not be returned for analysis.